Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause was traced to failure to follow instructions - improper handling by user, and unauthorized repair, which is user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the motor device failed pretest for visual assessment due to the hose having a hole in it, and the hose being aftermarket (not the original manufactured hose). It was further determined that the device hose was leaking oil, was not crimped properly, the nose pins were sticking out and the lock collar was sticking. It was also determined that the device operated while in safety mode setting (ran in the locked position). It was reported that there was a ten to fifteen minute delay in the surgical procedure while troubleshooting the failure and retrieving a spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.